Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery and prime/a33 test. No motor error alarm or no delivery alarm noted. Motor passed motor test. Insulin pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer's wife called in to report that her husband's insulin pump had received several no delivery alarms and now it was receiving a motor error alarm during the bolus. The customer's blood glucose level was 160 mg/dl. We assisted the customer with clearing the alarm and advised the customer to disconnect from the insulin pump and to revert to a back up plan. No further information was reported.